Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the monitor screen was completely blank and unresponsive. The field service engineer (fse) identified that auxiliary drawer 6 was causing a short on the board, leading to the system failure, and pyxibus cable disconnected the drawer to restore system access. The fse further diagnosed that the drawer controller was defective using diagnostic tools and measurements, replaced the drawer controller, and verified proper functionality through diagnostics. The system was confirmed to be operational, and the customer regained access with all functions working correctly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the monitor screen was completely blank and not responsive. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.